Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds. The lead was explanted and replaced after repositioning was unsuccessful. The patient experienced no adverse consequences as a result of the event.

Manufacturer narrative:
UDI (di): (B)(4).